Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than one hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Both sma wires were measured to be high, out of specification. Inspection of the pcb and sma wire assembly found no damages or defects. No timeouts or drive stalls were seen in the download data indicating that this did not affect pod functionality. Inspection of the download data found that the pod generated an 0x9b alarm during operation, indicating that the pod went more than 5 minutes after cgm deactivation without receiving a pod deactivation command. The phb data showed that the agc algorithm adapted appropriately to changes in egvs and user inputs. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined.